Manufacturer narrative:
D1 (brand name) has been updated. D4 (primary UDI number) has been added. Pd-cannula assembly- (twist, bent, kinked): the cause of product damage cannot be determined since the product was not returned and insufficient clinical details were provided.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a mechanical circulatory support device was placed in a female patient following cardiac arrest. During insertion, the device became kinked within the aorta and was unable to function as intended. The device was removed and replaced with another device of the same type, which was successfully positioned and provided support as expected. The patient then underwent percutaneous coronary intervention and was transferred to the intensive care unit. The malfunction is associated with the initial device kink during insertion, and no clinical consequences to the patient were reported.